Manufacturer narrative:
Related manufacturer report number 2916596-2023-03043; no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department for confusion, intoxication, and aggression. Upon interrogation there were multiple pump stops, driveline disconnects, low voltage advisories, and pulsatility index (pi) events. The patient did not recall any of the events and was on batteries most of the time while confused. Log file analysis contained 5 pump stop events on (B)(6) 2023 between 5:56 pm - 7:55 pm. The pump was off for 2-3 seconds during each pump stop. It was unclear if the events were the result of electrostatic discharge (esd) or if the patient disconnected the driveline from the controller. There were external power and low battery hazard events between (B)(6) 2023 and (B)(6) 2023 from 8:40 pm - 5:57 am which were a result of battery power depletion as well as the patient simultaneously disconnecting both controller leads from battery power. The controller switched appropriately to the emergency backup battery (ebb) when external power was lost. All alarms appeared to have resolved following the events and the pump was operating within normal parameters.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stop events due to the driveline being disconnected; however, a specific cause for these events could not be conclusively determined through this investigation. The submitted controller event log file captured 5 transient pump stops due to the driveline being disconnected on (B)(6) 2023. Each time the driveline was reconnected, the pump ramped back up to the set speed without issue. The system appeared to operate as intended at the set speed while the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 left ventricular assist system patient handbook are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Both documents contain a section entitled, ¿alarms and troubleshooting,¿ that addresses how to properly interpret and troubleshoot system alarms, including pump stop alarms. Section 8 of the patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.